Manufacturer narrative:
Product event summary: during analysis it was noted that the display could only be seen with an external monitor because the display flex was damaged. Analysis further noted that the hinge plate was damaged and the flex guide was sticking out, multiple case parts were in poor cosmetic condition and/or broken, and there was a loose electrocardiogram connector on the link electronic module board. The programmer was to be scrapped due to a lack of available replacement parts. (B)(4)

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.